Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. A review of device memory identified memory faults that caused the device to enter an unrecoverable bootloader state. This was the reason behind the reported error message. The memory faults were most likely due to exposure to ionizing radiation. No manufacturing problems were identified. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported that during a pre-implant check, the physician noted there was a message that indicated there was an insertable cardiac monitor (icm) device issue and that the monitor was disabled. Boston scientific technical services (ts) discussed this icm device should not be implanted, and that it should be returned for analysis. There was no reported patient involvement. This icm device has been returned and analysis was completed.